Event description:
It was reported the a perforation of the rv lead was observed one day post implant. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.